Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited high, out-of-range, impedance. The lead was explanted on an unknown date. The patient's condition is unknown.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a partial lead was returned in two pieces. Unable to perform impedance test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fracture and internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.